Event description:
It was reported, the patient presented with bradycardia, emergency transcutaneous pacing was applied as a loss of pacing was noted on the device. The device was attempted to be interrogated but it was noted the device was in back up mode with a loss of capture. Premature battery depletion was suspected. Technical support was contacted and confirmed the device was in back up mode. The device was explanted and replaced to resolve the event. The patient was stable.

Manufacturer narrative:
The reported event of premature battery depletion and failure to interrogate could not be confirmed. The reported event of backup operation and pacing anomaly were confirmed. Interrogation of the device revealed the device was in backup operation mode and above elective replacement indicator (eri) when received. Analysis of the device image found the device went into backup mode due to a bus error. However, the cause of this error could not be determined. The battery and current trends for the implant duration were normal. A longevity calculation was performed and found the battery depletion was normal based on the device usage. Attempts to restore the device to normal operation through a firmware download were unsuccessful. Initial testing performed after the device was cut open showed pacing anomaly. However, the cause could not be determined, as the hybrid was damaged, during analysis and additional testing could not be performed. The device was sent to the manufacturer for assessment. The manufacturer analysis confirmed hybrid damage and high current drain due to electrical overstress, believed to have occurred post-explant and during lab analysis.